Event description:
Patient underwent surgical procedure in 2006 in which the surgeon performed a laminotomy at l4-5 on the patient, and intended to implant an x stop device following the laminotomy. Following the laminotomy, the surgeon interested the sizing distractor which resulted in a fracture of the l4 spinous process. Subsequently, the x stop was not implanted, and the surgeon elected to perform a laminectomy with fusion which was completed successfully.

Manufacturer narrative:
Device not returned. Unable to obtain additional information from facility. Conclusion: no conclusion can be drawn at this time.